Event description:
The customer reported finding images with incorrect left/right annotations after the system was serviced. The x-axis gradient cable had been incorrectly connected to the gradient coil. The incident occurred between (B) (6) 2008 and (B) (6) 2008 and affected the images from 18 pts. After the problem was identified, the radiologist corrected the dictation for multiple pts. No injury or misdiagnosis was reported.

Manufacturer narrative:
The local engineer corrected the misconnection and no other flipped images have been reported. Test procedures for geometry verification that allow determination of proper x-y-z gradient are included in service documentation. Multiple attempts have been made to obtain additional info including pt info. The site responded that they are unable to provide us the pt info.